Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1990, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced a neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the outcome of the event was unknown. The manufacturer's report number for this case is 9681138-2010-00232. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).